Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented to the emergency room after receiving a shock. Device interrogation revealed that the shock was inappropriate due to t-wave oversensing. The lead was capped and replaced. The patient was stable after the event.